Manufacturer narrative:
The provided images clearly show that the teeths of the lag screw sheared off. The review of the device documentation revealed the following: a review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The risk management file (omega-dqf 45-001 risk management file-s-ra026) lists following causes for the observed failure: locking insert previously extracted. Too high forces applied during lag screw assembly. Multiple disconnections due to insufficient assembly of instruments. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that while implanting the lag screw the teeth sheared off.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of.

Event description:
It was reported that while implanting the lag screw the teeth sheared off.